Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation.

Event description:
The customer reported a stick down occurred when a syringe was used on the product, and this resulted in a drop of blood leaking.